Manufacturer narrative:
This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00219, 3003742446-2011-00220, 3003742446-2011-00221 and 3003742446-2011-00222. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Addendum: approximately twenty-seven months after the index procedure, the patient underwent revascularization due to increased complaints of chest pain. The patient had a cardiac cath that revealed significant disease. The patient was sent to follow-up for evaluation of CABG- 80% stenosis in the lad, 90% stenosis in the rca, and 20% stenosis in the circ. It was reported that the 80% lad site was the site of prior two mlad stents. It was also reported that both mlad stents were diagnosed as 80% instent restenosis. At the plad site, there was a tubular 30% instent restenosis at the site of a prior plad stent. Moreover, the dlad 2.25 x 18mm cypher stent was noted with 0% stenosis. It was unknown what vessels were treated during CABG as the patient was sent to the different hospital for CABG. It was also unknown if the 80% lad lesion was within 5mm of previously placed plad and dlad stents. It was reported that the patient had stable angina at 24 month follow-up visit. There was no angiography conducted to check stent patency. Additional information will be submitted within 30 days of receipt. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00219, 3003742446-2011-00220, 3003742446-2011-00221 and 3003742446-2011-00222.

Manufacturer narrative:
This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00219, 3003742446-2011-00220, 3003742446-2011-00221 and 3003742446-2011-00222. Information received from the (B)(4) study indicated that a patient experienced elevated cardiac enzymes, coronary artery narrowing and angina after having coronary artery stents implanted. The patient's medical history is significant for family history of coronary artery disease, chronic obstructive pulmonary disease, cervical fusion and remote history of smoking. The indication for the procedure was stable angina. The target lesions were the proximal to distal left anterior descending artery (lad). The lesion in the proximal lad had 80%, was de novo, type c and 32mm in length. The vessel was 2.75mm in diameter. The lesion was pre-dilated and a 2.75 x 33mm cypher stent was implanted at 20atm. The lesion in the mid lad had 70% stenosis, was de novo, type c and 24mm in length. The vessel was 2.5mm in diameter. A 2.5 x 13mm cypher stent and a 2.75 x 13mm cypher stent were implanted at 20atm. The lesion in the distal lad had 80% stenosis, was de novo, type c and 18mm in length. The vessel was 2.25mm in diameter. A 2.25 x 18mm cypher stent was implanted at 20atm. The patient's enzymes were noted to be elevated post-procedure. At 6-12 hours post-procedure, the ck was 296 (unl 269), ck-mb was 9.9 (unl 6.0) and troponin I 0.55 (unl 0.04). At 16-24 hours post-procedure, the ck was 266, ck-mb 16 and troponin I was 2.23. Approximately a year post index procedure, the patient had a reavascularization done to treat a lesion in the second obtuse marginal branch. This was a staged procedure planned during the index procedure. At this time, it was also noted that the patient had 30% stenosis in the proximal lad. This was not treated and four days later, the patient had chest pain. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Elevated enzymes, coronary artery reocclusion and angina are known potential adverse events associated with implanting coronary artery stents. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. Reocclusion is associated with the progression of coronary artery disease and arterial recoil after stent implantation. Angina is a common symptom of patients with coronary disease; however, without additional information; it is not possible to determine what factors may have contributed to this event. There is no indication in the reported information or the manufacturing documentation to indicate that there is a design or manufacturing issue; therefore, no action will be taken.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi, and two episodes of angina and coronary restenosis post index procedure. This is a (B)(6) male patient with medical history significant for family history of coronary artery disease, chronic obstructive pulmonary disease, cervical fusion and remote history of smoking. The indication for the procedure was stable angina. The target lesions were the proximal to distal left anterior descending artery (lad). The lesion in the proximal lad had 80%, was de novo, type c and 32 mm in length. The vessel was 2.75 mm in diameter. The lesion was pre-dilated and a 2.75 x 33 mm cypher stent was implanted at 20 atm. The lesion in the mid lad had 70% stenosis, was de novo, type c and 24 mm in length. The vessel was 2.5 mm in diameter. A 2.5 x 13 mm cypher stent and a 2.75 x 13 mm cypher stent were implanted at 20 atm. The lesion in the distal lad had 80% stenosis, was de novo, type c and 18 mm in length. The vessel was 2.25 mm in diameter. A 2.25 x 18 mm cypher stent was implanted at 20 atm. The patient's enzymes were noted to be elevated post-procedure. At 6-12 hours post-procedure the ck was 296 (unl 269), ck-mb was 9.9 (unl 6.0) and troponin I 0.55 (unl 0.04). At 16-24 hours post-procedure the ck was 266, ck-mb 16 and troponin I was 2.23, this event was adjudicated to be a peri-procedural mi. Approximately one year post index procedure, the patient suffered restenosis. Approximately a year post index procedure the patient had a revascularization done to treat a lesion in the second obtuse marginal branch. This was a staged procedure planned during the index procedure and this event was captured as a non-complaint. At this time it was also noted that the patient had 30% restenosis in the proximal lad. This was not treated and four days later the patient had chest pain. It was reported that the patient had stable angina at 24 month follow-up visit. There was no angiography conducted to check stent patency. Approximately twenty-seven months after the index procedure, the patient underwent revascularization due to increased complaints of chest pain. The patient had a cardiac cath that revealed significant disease. The patient was sent to follow-up for evaluation of CABG- 80% stenosis in the lad, 90% stenosis in the rca, and 20% stenosis in the circ. It was reported that the 80% lad site was the site of two prior mid lad stents. It was also reported that both mid lad stents were diagnosed as 80% instent restenosis. At the proximal lad site, there was a tubular 30% instent restenosis at the site of a prior proximal lad stent. Moreover, the distal lad 2.25 x 18 mm cypher stent was noted with 0% stenosis. It was unknown what vessels were treated during CABG as the patient was sent to the different hospital for CABG. It was also unknown if the 80% lad lesion was within 5 mm of previously placed proximal lad and distal lad stents. The index stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15076239 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Family history and smoking. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00219, 3003742446-2011-00220, 3003742446-2011-00221 and 3003742446-2011-00222.

Manufacturer narrative:
Please note that additional information was received as follows: the (B)(6) database for this patient was adjudicated as follows: the committee agrees with the assessment of arc peri-procedural, consistent with the reported elevated enzymes, based on that assessment the code for elevated enzymes will be changed to myocardial infarction and processed accordingly. Based on the additional information that was received the (B)(4) was removed and replaced with (B)(4). This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00219, 3003742446-2011-00220, 3003742446-2011-00221 and 3003742446-2011-00222. Information received from (B)(4) study adjudication minutes indicated that a patient experienced a peri-procedural myocardial infarction, coronary artery narrowing and angina after having coronary artery stents implanted. The patient's medical history is significant for family history of coronary artery disease, chronic obstructive pulmonary disease, cervical fusion and remote history of smoking. The indication for the procedure was stable angina. The target lesions were the proximal to distal left anterior descending artery (lad). The lesion in the proximal lad had 80%, was de novo, type c and 32mm in length. The vessel was 2.75mm in diameter. The lesion was pre-dilated and a 2.75 x 33mm cypher stent was implanted at 20atm. The lesion in the mid lad had 70% stenosis, was de novo, type c and 24mm in length. The vessel was 2.5mm in diameter. A 2.5 x 13mm cypher stent and a 2.75 x 13mm cypher stent were implanted at 20atm. The lesion in the distal lad had 80% stenosis, was de novo, type c and 18mm in length. The vessel was 2.25mm in diameter. A 2.25 x 18mm cypher stent was implanted at 20atm. The patient's enzymes were noted to be elevated post-procedure. At 6-12 hours post-procedure the ck was 296 (unl 269), ck-mb was 9.9 (unl 6.0) and troponin I 0.55 (unl 0.04). At 16-24 hours post-procedure the ck was 266, ck-mb 16 and troponin I was 2.23, this event was adjudicated to be a peri-procedural mi. Approximately a year post index procedure, the patient had a revascularization done to treat a lesion in the second obtuse marginal branch. This was a staged procedure planned during the index procedure. At this time, it was also noted that the patient had 30% stenosis in the proximal lad. This was not treated and four days later the patient had chest pain. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Peri-procedural myocardial infarction, coronary artery re-occlusion and angina are known potential adverse events associated with implanting coronary artery stents. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. Re-occlusion is associated with the progression of coronary artery disease and arterial recoil after stent implantation. Angina is a common symptom of patients with coronary disease however, without additional information; it is not possible to determine what factors may have contributed to this event. There is no indication in the reported information or the manufacturing documentation to indicate that there is a design or manufacturing issue therefore no action will be taken.

Event description:
The patient had elevated enzymes post procedure. The patient was enrolled in the (B)(4) study with lesions in the distal, proximal and mid left anterior descending (lad) artery. The lesion in the proximal lad had 80%, was de novo, type c and 32mm in length. The vessel was 2.75mm in diameter. The lesion was pre-dilated and a 2.75 x 33mm cypher stent was implanted at 20atm. The lesion in the mid lad had 70% stenosis, was de novo, type c and 24mm in length. The vessel was 2.5mm in diameter. A 2.5 x 13mm cypher stent and a 2.75 x 13mm cypher stent were implanted at 20atm. The lesion in the distal lad had 80% stenosis, was de novo, type c and 18mm in length. The vessel was 2.25mm in diameter. A 2.25 x 18mm cypher stent was implanted at 20atm. The patient's enzymes were noted to be elevated post-procedure.